Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. Log data on the day of the event was not available. The last available data on (B)(6) 2025 showed the ilet was responding appropriately to cgm glucose values and alerting the user of high and low bgs. Without log data on the day of the event including the g7 sensor serial number information, a cause cannot be determined. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported experiencing a hypoglycemic event with loc on (B)(6) 2025, with a bg of 40 mg/dl. Ems was called by an unknown person and the patient was transported to the hospital. The patient was treated (unknown) at the hospital and discharged the same day with their bgs back into range. The patient also reported that their dexcom g7 was showing higher bgs than a fingerstick bg, however the difference was not reported.